Event description:
The customer reported that the system failed to produce fluoroscopic x-ray. No patient or user injury was reported.

Manufacturer narrative:
The customer inquired about availability of an x-ray controller pcb to address a non-functional system. The component was not provided by the manufacturer and was located through a third party supplier. No conclusion can be drawn as no further case information was provided.